Manufacturer narrative:
(B)(4). Medical devices: guide wire: ht connect flex. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified anterior tibial artery. A 0.018 platform was used to recanalize the anterior tibial artery, using a connect flex guide wire and an armada 18 2 x 60mm balloon dilatation catheter (bdc). The procedure to the distal third artery was performed properly without any complications. Then pre-dilatation was performed with the same armada 18 bdc of 4 inflations at 8-10 atmospheres. Approximately 20-30 seconds were held negative to deflate the balloon. The balloon was then fully deflated. Further recanalization was to be performed but when attempting to remove an ht connect flex guide wire, it got stuck inside of the inner channel of the armada 18 bdc and was unable to be removed. Several attempts were performed to remove the guide wire, but failed. Both devices were simply removed altogether as a single unit. A 2 x 60mm armada 14 bdc and a command guide wire were used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device and the reported difficulty to remove the guidewire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot and relabeled lot. The investigation determined the reported difficulties of difficult to remove the guide wire and noted inner/outer member damages appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.